Event description:
It was reported that a symptomatic patient experiencing shortness of breath presented to the hospital. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).